Event description:
Complainant alleged that during biomed testing the device shuts off when attempting to charge at 30 joules. Complainant indicated that there was no pt involvement in the reported malfunction.